Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced unexpected restart and blank display. The customer's blood glucose value was unknown. The customer stated a temporary basal was not programmed before the unexpected restart alarm. The customer stated the alarm did not occur shortly after inserting a new battery. The customer was not able to check the alarm history due to the pump being off. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No unexpected restart alarm noted. Pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no blank display noted. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. Unable to confirm broken belt clip due to pump received without belt clip.